Event description:
It was reported the right atrial (ra) lead had increased thresholds and was unable to capture at 8 volts. The ra lead also had decreased p-waves. It was noted that the lead performance changes seemed to coincide with heart valve surgery. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.